Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. Foreign objects came out of the nozzle of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6. Corrected data: d9. Based on the results of the investigation, the cause of the issue was not established. The foreign material was not identified. There was no physical damage to the device near the area of the foreign material. Olympus requested reprocessing information from the customer; but no response was received. A device history review revealed no issues that could have caused or contributed to the reported issue. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.